Manufacturer narrative:
Based upon the clinical review, the reported unk endoleak has been confirmed as a type ia endoleak. There was also evidence of a non-device related type ii endoleak. The product remains in the pt. A mfg record review was performed, the lot met all release criteria with no related issues or deviations that would explain the reported event. The lot usage history showed all units have been consumed and no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, a root cause for the reported issues could not be identified although the following factors may have contributed to the event: an aortic neck length of less than 15 mm, a 34% change in the aortic neck diameter (conical); the 49 degree angulation of the aortic neck; and the presence of multiple lumbar arteries. The overall of the investigation is inco.

Event description:
It was reported the pt had a procedure on (B)(6) 2014 with a bifurcated stent graft and two suprarenals. Subsequently, on (B)(6) 2015 a computed tomography revealed a type 1 or type 2 endoleak. The pt is scheduled for angiogram on (B)(6) 2015. Additionally, it was reported the pt was seen by physician before the scheduled computed tomography due to abdominal pain. The physician elected to implant a palmaz, but a leak still remained. It is unclear what type of leak.

Manufacturer narrative:
Based upon the clinical review, the reported unknown endoleak has been confirmed as a type ia endoleak. There was also evidence of a non-device related type ii endoleak. The product remains in the patient and the event is not design or manufacturing related issue. Based upon the investigation findings, a root cause for the reported issues could not be identified although the following factors may have contributed to the event: an aortic neck length of less than 15 mm, a 34% change in the aortic neck diameter (conical); the 49° angulation of the aortic neck; and the presence of multiple lumbar arteries. The overall result of the investigation is inconclusive.

Event description:
It was reported the patient had a procedure on (B)(6) 2014 with a bifurcated stent graft and two suprarenals. Subsequently, on (B)(6) 2015 a computed tomography revealed a type 1 or type 2 endoleak. The patient is scheduled for angiogram on (B)(6) 2015. Additionally, it was reported the patient was seen by physician before the scheduled computed tomography due to abdominal pain. The physician elected to implant a palmaz, but a leak still remained. It is unclear what type of leak. Additional information received on 03/02/2016: two months post implant, there was evidence to support: right groin seroma, and eventual infection. Notably, the patient's history included venous insufficiency, chronic lymphedema of both legs, and venous ulcers. The patient was hospitalized and underwent a surgical drainage, and wound debridement and was discharge the same post-operative day. Additional information reported by (B)(4) on 03/02/2016: I was not aware of the groin infection. It was not graft related. The physician did inform me that the type 1 endoleak resolved; confirmed by cta completed after the palmaz stent was implanted.